Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on unknown sign-in screen. A field service engineer restarted the station, and the customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 system station was stuck on unknown sign-in screen. Customer tried to reboot, but issue was not resolved. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.